Manufacturer narrative:
(B)(4). The service engineer evaluated the device and it would not stop auto triggering once the settings were changed from pressure control to positive end-expiratory pressure (peep). Further troubleshooting determined the proportional valve was faulty. It was replaced and the device passed all testing.

Event description:
During service, a ventilator would not stop auto triggering. There was no patient involvement.